Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit randomly shut off during case. It was further reported that there was no harm to the pt. Further, the unit was swapped out. Further, there was a delay in the case of roughly 15 minutes.